Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that usb port of the pump appeared to be damaged, as the usb charging cable was not able to charge the device. There was no reported impact to blood glucose. Reportedly, the customer continued using the pump for insulin therapy.